Event description:
N/a.

Manufacturer narrative:
Device identifier #: (B)(4). The perforator was not returned for evaluation and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the perforator did not disengage performing the burr hole during a craniotomy for corpus callosotomy on a (B)(6) year-old male patient. It would have plunged in the brain if the surgeon didn¿t manually stop it. No surgical delay was observed.